Event description:
It was reported that pump had damage to charging port, charging cord was loose, customer did not want to troubleshoot issues with pump. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, pump serial number was not confirmed, and no further action was taken by technical support.